Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and off no power alarm. Customer's blood glucose was 115 mg/dl at the time of incident. Troubleshooting found that the pump did not alarm low battery warning before the off no power. Troubleshooting could not be performed as the customer did not have a fresh battery to insert in the pump. Customer was advised to insert a new battery and then monitor pump.